Event description:
It was reported that the patient's right ventricular lead exhibited noise episodes. Programming changes were made, and on (B)(6) 2024, the lead was capped and replaced. The patient was in stable condition.